Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported that the device continues to crack and chip away and broke inside the patient's mouth. The crack occurred near the molars. The patient did not suffer any harm, injury, adverse outcome and no medical intervention was required. The patient began using the device on (B)(6) 2025 and stopped using the device on (B)(6) 2025.